Manufacturer narrative:
Complaint confirmed, the shrink tube was off and not returned with the device. The device appears not to have been used with the depth stop as required per surgical technique as the shrink tube cannot fall off with the depth stop on. A likely cause of the event is not following proper surgical technique.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during dorsal meniscus refixation - lateral meniscus - the arthrex device ar-4501 was used. The black plastic sleeve of the device was detached from the shaft during surgery. This happened during the second meniscus puncture. The surgeon did not exert any pressure on the shaft and there was no resistance in the joint. The black plastic sleeve now shows traces that were created during removal from the joint with grasping forceps. According to the doctor, the meniscus suture could not be completed. Currently we have no further information. Questions were asked to the customer. (B)(6) 2019 update: everything was retrieved. Nothing will remain inside the patient. The surgery was not completed successfully because it was not possible to perform the planned meniscus suture technique. The meniscus was then resected intra-operatively. No other device was used. At the moment there is no second surgery planned.